Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a root repair surgery the needle broke off inside the knee joint. The broken piece was retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-12990n serial/batch number (B)(6) was received for investigation. Visual evaluation found that the tip of the instrument was broken off. Functional testing was not performed because the tip of the instrument was broken off. The most likely cause for the reported failure is misuse by use error. According to dfu-0392. Warning! ¿ do not resterilize or reuse the scorpion¿ suture passer needle. ¿ avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. ¿ ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. ¿ avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.